Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. Surgeon removed all components except the patella and did a revision. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.